Event description:
It is reported that the patient is experiencing constant pain.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Eval summary: there are no knee x-rays provided to understand the fixation. The x-rays provided are of a head and spine. Also, surgical notes provided do not reveal any abnormalities with the surgical technique followed. Pre-op and post-op x-rays might help in further investigation of the complaint. Patient's build and activity level could be contributing to the pain. However, with the available info, a definitive cause for the pt's pain cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.